Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the device lying on a box, without the t1/t2/suture, which are not shown in the picture. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture string and t1 implant not returned, t2 was still in the channel with the actuator bar under the implant instead of behind as designed. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed due to the actuator bar being stuck. An evaluation of the customer provided image found the device lying on a box, without the t1/t2/suture, which are not shown in the picture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, the doctor positioned the fast-fix 360 in the place where the suture was going to be inserted. When the first shot was fired, both shots fired at once and the thread came off. The thread was removed. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).